Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted, concurrently with a diagnostic laparoscopy, laparotomy, salpingo oophorectomy, and appendectomy due to stress urinary incontinence. Following insertion, the patient experienced, chronic pelvic and vaginal pain, pungent vaginal discharge, vaginal bleeding, vaginal and bladder infections, protrusion, swelling, scarring, severely painful intercourse, discomfort, excessive scar tissue, abdominal pain, stomach pain, urine leakage, frequency to urinate, pungent urine, inability to have intimacy, poor overall quality of life, mesh erosion, urinary incontinence, severe depression, and severe injuries related to mesh device. It was reported that the patient had mesh trimmed in (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, and (B)(6) 2009. The patient underwent removal of mesh on (B)(6) 2009. (B)(4).